Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported on date (B)(6) 2012 a complication could be from a suspected bladder abrasion on the right side. The patient underwent CT scan for head injury on (B)(6) 2012.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient suffered tremendously after being implanted with the mesh. Her suffering has included chronic pelvic and vaginal area pain as well as severe abdominal pain, pelvic swelling, nausea and severe pain in her lower back. She suffers from continued incontinence, painful intercourse, urinary tract infections and vaginal infections with vaginal discharge and recurrence of prolapse. She also suffers from severe groin pain and radiating pain down through her leg which she continues to suffer. She also suffers psychologically and emotionally. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.